Event description:
Boston scientific received information that this right ventricular lead had become dislodged. The patient was not pacemaker dependent. This lead was repositioned successfully. There were no reported adverse patient effects. To date, information suggests that this lead has not yet been returned to boston scientific. As new information would become available, this report will be further evaluated and updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.